Event description:
Information was received indicating that a portex tubes blue line ultra was used to assist a patient with breathing after a cerebral hemorrhage. He came to hospital to replace a tracheotomy catheter. The catheter inside the tracheotomy catheter of the patient suddenly slipped, causing emotional tension for the patient and family members. The patient immediately developed symptoms of tightness and decreased blood oxygen saturation. After examination, the doctor found that the tube inside the tracheostomy tube was not tightly buckled, so he replaced it with a new tracheostomy tube and gave the patient oxygen.